Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital with syncopal episodes. A lead warning was noted on the ventricular lead, with over 4000 short intervals which could indicate oversensing. The electrocardiogram measured no ventricular response. The lead remains in use. No further patient complications have been reported as a result of this event.